Manufacturer narrative:
B1: added product problem correction: the aware date for the initial report was 2/18/2026. Additional information: they turned the p level down and that resolved it. The pump was discarded after explant. Survival outcome at explant: survived.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the hemolysis cannot be established. The cause of the device in the wrong position cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 61-year-old female patient presenting with high-risk pci (hrpci) and scai shock stage e. The patient had a history of diabetes mellitus. During support, hemolysis was noted, with laboratory values unable to result due to hemolyzing. The reported hemolysis requiring device repositioning is a known risk associated with impella support as described in the instructions for use (IFU) and may be influenced by patient-specific factors such as critical illness, hemodynamic instability, underlying cardiac pathology, and potential device positioning considerations.